Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer when asked about the circumstances that led to the sudden loss of stimulation reported that she took a bad fall in (B)(6) 2015 and after that, she complained of burning sensation and eventually a loss of stim. She got a reading with no stimulation of 8.5 and it showed 4 vertical lines and 1 horizontal line. The sudden loss of stim and burning sensation were not resolved at this time.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient stopped feeling stimulation several weeks ago in (B)(6) 2016. The patient wanted to increase stimulation. She increased over the weekend and she still felt no stimulation but instead she felt a burning sensation. This occurred 2 days ago on (B)(6) 2016. Stimulation was at 8.5v. It was not able to go higher because the patient programmer (pp) was showing ¿upper limit reached.¿ the patient had already called her healthcare professional (hcp). The change in therapy/symptoms was considered sudden. Further follow-up is being conducted to determine the circumstances that led to the loss of stimulation, the steps taken to resolve the issues, and if the loss of stimulation and burning sensation had been resolved. If additional information is received, a follow-up report will be sent.